Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell down a flight of stairs onto concrete and experienced a shocking or jolting sensation afterwards. Additional information has been requested, but was not available as of the date of this report.